Event description:
It was reported that review of ventricular tachycardia (vt) episodes identified oversensed noise which resulted in two events of pacing inhibition. The first event showed 22 seconds of inhibition and the second event showed 42 seconds of inhibition. Lead measurements were stable and the presenting electrogram (egm) showed appropriate function. Lead assessment with a programmer was recommended. Good faith effort attempts were made to try and retrieve additional event details and the root cause for the reported event. The boston scientific local area representative reported the patient underwent surgery and the use of electrocautery resulted in the reported clinical observations. The system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.